Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, unexpected battery power loss, occluded. The event involved product(s) mmt-1780kr, mmt-332a, mmt-397a. Trouble shooting was performed and customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and pump successfully completed process and insulin exited. Customer reported that pump shuts off and its out of auto mode. No harm requiring medical intervention was reported. Customer will discontinue to use the insulin pump. Mmt-1780kr was requested and the device was returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test and sleep current test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2 and lcd assembly. Confirmed pump alarmed insulin flow blocked alarm on 07/29/2024 11:40:16.000 bolus, 07/29/2024 16:02:40.000 bolus, 07/29/2024 16:07:40.000 bolus, 07/29/2024 16:09:01.000 bolus and 07/29/2024 16:11:00.000 bolus in pump downloaded history during bolus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 07/31/2024 18:19:02.000, fault 73: 07/20/2024 20:55:00.000 and fault 104: 07/20/2024 11:24:00.000 were found in the history files and traces. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and label damage (stained and faded). No delivery/occlusion alarm. Unexpected insulin flow blocked alarm was not confirmed. Unexpected battery power loss was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.